Manufacturer narrative:
Date of report: 15aug2018. Updated contact name. Date received by manufacturer: 9may2018. The manufacturer¿s technical services (ts) confirmed the reported issue. They provided the customer with part numbers for mc pcb(printed circuit board) and blower assembly to replace as indicated by test. The customer replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed and the unit was put back in service . The unit was not returned for evaluation.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported (e/c) 1002 high blower temperature. The customer reported no patient involvement.